Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient stated that they followed a dexcom representative's advisement from a prior contact to eliminate possible bluetooth interference sources from the smart device's accessories and devices. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter. Additionally, data was received and downloaded. A review of the downloaded data log found errors related to the customer complaint.